Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose ten to eleven years ago. The blood glucose value was unknown at the time of the incident. The customer was at 57 mg/dl and the paramedics had her eat to treat for the low. The customer was given food to treat. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.